Event description:
It was reported that the right ventricular (rv) lead was explanted due to infection. It was also reported that the lead was difficult to remove. The patient will be treated for infection. No additional adverse patient effects were reported.